Event description:
It was reported that during a laparoscopic cholecystectomy the clip/clips fell off the artery and he had to repair that area. Also post op, the clips on the duct fell off resulting in the patient being readmitted to lutheran hospital and having an ercp with stent placement.

Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: how many clips were placed? Can you further describe the shape of the clips? Were any issues noticed with the device during surgery? Was there a re-op, if so, what were the findings at re-op? In response to the questions asked: unsure of the amount of clips placed. The physician said clips were criss-cross when closing. No issues were noticed of the device itself. Patient was not re-operated on. Patient did have to be readmitted and underwent an ercp with stent placement due to the clips coming off the cystic duct.